Event description:
As reported by the user facility: incident description: patient having very labile bps on just norepinephrine infusion therefore, vasopressin infusion ordered. Just as bbraun techs have shown, the vasopressin bag was spiked horizontally laying flat on a surface and primed through the tubing. Primed with 26 mls through the pump and started the infusion to the patient. For 1 hour and 30 minutes, the vasopressin pump constantly alarming for air accumulation and air bubbles". Line primed again through the pump after being disconnected from the patient line inspected in the pump to ensure no champagne bubbles or large bubbles were present. Vasopressin every 10-15 minutes would ring the same alarms despite being troubleshooted through above mentioned. Tubing changed on vasopressin bag to assess if tubing issue and same alarms arising despite new tubing used. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report is being submitted as a correction to include b. Braun medical internal report number "(B)(4)". The b. Braun report number was missed from being added in the initial submission.